Event description:
On 2/25/1999 following an intravascular procedure an angio-seal device was placed in a pt's groin. It is reported that the deployment went normally but the pt experienced discomfort and scanning of the artery revealed arterial thrombus. The same day the pt was taken to surgery where an embolectomy of the right iliac was performed with removal of the angio-seal device. The pt recovered from this procedure uneventfully. As of 6/8/1999, there has been no further report to the MFR of complication or additional pt sequelae.